Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that battery percentage reading is 0%. It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing.

Manufacturer narrative:
H10:the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer informs that they purchased a battery from third party supplier and new battery is reading 0% after installation. As suggested by rse customer crosschecked with different battery and system was showing right percentage. As confirmed by customer battery was replaced with new one. Based on information provided, the customers alleged malfunction was confirmed to be a user error. The device was confirmed to be operating per specifications and no failure was identified. The alleged malfunction was confirmed to be a user error. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.